Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device because the user facility did not provide the serial number of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility had been reprocessed and used without cleaning the auxiliary channel of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, kaigen washer. The user facility did not provide other detailed information. There was no report of patient injury associated with this event.